Event description:
The patient called in today to state that during her injection the pen needle clogs. She has to go through 3-4 pen needles most times to administer the injection. She does not reuse pen needle.